Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) would not power up.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) is underway. The reported problem (won't power up) has been confirmed. Upon investigation, the battery charger/modem was unable to power up. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective battery charger/modem.